Event description:
It was reported that; initial procedure did for scoliosis on (B)(6) 2012. Additional procedure did on (B)(6) 2017. Difficult to be loosed a connector of the lod by the blocker. So opened(expanded) all of cranial side additionally and removed some screws, then removed rod and blocker together.

Manufacturer narrative:
Visual inspection, functional inspection, device history review, complaint history review, risk assessment. It was confirmed the blocker was jammed into the connector and could not be removed. No relevant manufacturing issues were identified as all units met stryker specifications. The root cause cannot be conclusively determined as this event is multi-factorial in nature.

Event description:
It was reported that; initial procedure did for scoliosis on (B)(6) 2012. Additional procedure did on (B)(6) 2017. Difficult to be loosed a connector of the lod by the blocker. So opened(expanded) all of cranial side additionally and removed some screws, then removed rod and blocker together.